Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the ¿pump will alarm, then say no insulin is left in pump and then will shut off¿. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box history showed no activity related to the event was recorded. The pump was exercised for 24 hours with no alarms or power issues occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side of the pump. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture damage was found inside the pump. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The unusual issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.